Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter. There was no adverse impact to the customer¿s blood glucose level. The customer had been successfully using a third-party cable and adapter to charge the pump, and technical support agreed to send a replacement cable and adapter.